Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv pacing threshold intermittently above limit (> 2.0 v) since apr 3, 2020 1:21:02 am. Rv sensing amplitude (daily min.) Was temporarily below limit (< 2.0 mv). This went on from at least (B)(6) 2020 to date of explant. No adverse patient events were reported. Should additional information become available, this file will be updated.